Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had no telemetry with the device. Also, it was reported that the remote monitor had a missed daily wireless audit. The patient also has an active pacemaker and explained that remote monitoring can be an issue when a patient has two active implanted devices. Referred the patient to clinic for in-office device interrogations. It was reported that the implantable pulse generator (ipg) telemetry could not be established with the remote monitor. The device remains in use. The remote monitor remains in use. No patient complications have been reported as a result of this event.